Event description:
Our organization has been working with the region clinical manager for medtronic who represents this device. She has been very supportive in assisting with determining the root cause of these issues. Our medtronic stealth station has experienced issues with matching fiducials, related to a significant difference in image quality between MRI scans taken on our 1.5 tesla magnet and MRI scans taken with our 3.0 tesla magnet when used with the stealth station. In this case, the points were not in optimal location (i.e: the points selected were "stored" in "air" verses on the actual "skin" of the patient's head). Due to the location of the points stored on the software, the surgeon experienced difficulties correlating these points to the actual patient. This resulted in a "high margin of error" that was not optimal to his expectation to move forward in the use of the system. The surgeon aborted use of the stealth station and was able to complete the procedure without use of the device and without negative impact to the patients outcome. Manufacturer has been very involved in resolution of this event and analyzed information from the stealth station device. They worked with our MRI employees to adjust some settings on our 3.0 tesla magnet and were able to produce better results. To date the issue has not recurred.